Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device history record was unable to be reviewed for this device as it has been more than 15 years since the device was manufactured. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to agine of the internal substrate and/or poor connection between the scope and camera head caused by aging of video connector receiver. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The olympus sales representative (rep) called into olympus technical assistance center (tac) personnel to report this event. During the call tac attempted some trouble-shooting options with the rep including cable rearrangement, trading out certain cables, and trying a separate unit. All trouble-shooting was ultimately unsuccessful, tac and the rep agreed that the unit would not be returned for inspection and possible repair. If additional information becomes available, a follow up report will be provided.

Event description:
An olympus sales representative called in to report when the hyf-v scope is moved around in the socket of the visera video system center, the image flickers. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.